Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician backed out the cardiac resynchronization therapy defibrillator (crt-d) set screw too far. It was difficult to line the screw up with the grommet when reengaging the screw. It was eventually determined that the screw was successfully engaged and working properly. A small amount of medical adhesive was placed over the cover and the crt-d remains in use. No patient complications have been reported as a result of this event.